Event description:
On (B)(6) 2010, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch ultraeasy meter was giving inaccuracy erratic readings. On (B)(6) 2010 the technical service representative (tsr) spoke with the patient's husband to obtain and verify information; however the reporter was unwilling to speak with the tsr and did not provide detailed information. On an unspecified date, the patient obtained the blood glucose reading of 300 mg/dl. The patient claimed this result was imprecise, but she did not provide any other readings. On an unspecified date, the patient experienced the symptoms of dizziness and rapid heartbeat. The patient was unable to state whether these symptoms occurred before or after the 300 mg/dl blood glucose reading was obtained. The patient did not seek any medical attention or treatment. The patient's blood glucose level is unstable and her results range from 20 mg/dl to 500 mg/dl. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. It would have been helpful to determine the date and time of the 300 mg/dl reading, the date and time of the onset of symptoms, the patient's blood glucose readings obtained prior to the onset of symptoms, her meals and medications taken prior to the onset of symptoms, her diabetes medication regimen, and if the patient made any adjustments to that regimen based on meter readings. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia either before or after obtaining a blood glucose reading of 300 mg/dl on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.